Manufacturer narrative:
(B)(4). Per fsr, the unit has been in storage and was last powered on 11-aug-2016. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc), the unit failed to boot up on battery. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) received the batteries in severely depleted condition, near zero volts and failed to charge properly. Batteries both measured 0.35 volts direct current (vdc) upon receipt (non-typical). Conductance measurements were not obtainable due to the low voltage. The batteries were attached to a power manager test platter and charged for 11 hours. Readings after charging were both approximately 11.4 vdc, which is typical measurement of complete discharge. The low voltages indicate failure to properly charge and internal degradation of both batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.